Event description:
It was reported that during avnrt (atrioventricular nodal reentrant tachycardia) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced third degree heart block that required pacemaker implantation. It was that the patient developed 3rd degree heart block during the avnrt ablation procedure. The physician had mapped the location of the his bundle prior to ablation and was 2-3cm away, and at 3 seconds of rf (radiofrequency) at 50 watts, the patient developed heart block. The heart rate was around 60 beats per minute. There was no antegrade conduction, but retrograde conduction was present when pacing. The patient was stable during the procedure and stable on transfer without a temporary pacemaker in place. The patient remained hospitalized over the weekend, and a permanent pacemaker was implanted. Bwi catheter used during the procedure were stsf f/j, and non bwi products were stryker bidirectional f/j catheter, abbott quadripolar catheters x2, and stryker ice (intracardiac echocardiography) catheter. The physician's opinion on the adverse event is undetermined. The energy provided during the case was radiofrequency.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).